Event description:
It was reported that an endoscopy healthcare worker (hcw) experienced generalized rash and itchy eyes. The facility had been using oer2 (non-asp automatic endoscope reprocessor) with an unk disinfectant and enzymatic detergent. They concerted into endoclens (non-asp automatic endoscope reporcessor) with disopa and a midly alkaline detergent. She saw a dermatologist who was of the opinion that the reastions were related to use of the detergent and the disinfectant. It is unk whether the hcw was treated or not. The healthcare worker in this file is prohibited from entering the endoscopy room. Additional information received from the affiliate stated that the facility had a ventilation fan and the ventilation was "not too poor." It is not known if the hcw wore personal protective equipment (ppe). It was also stated that the hcw recovered within a week.

Manufacturer narrative:
Date of event corrected to 6/19/209 per subsequent information received from the affiliate. (B)(4): eczema on lips. General malaise. Asp investigation summary: the investigation included the failure mode and effects analysis, the system, the system hazard and user misuse analysis and the health hazard evaluation. No lot # was provided; therefore, a batch record review could not be performed. No lot # was provided; therefore, a complaint lot history review could not be performed. A review of the complaint history from july 2009 through august 2010 fir cidex opa solution (which includes disopa solution) with the problem code of "hr-allergic symptoms" revealed a decreasing trend. The cidex opa fmea (failure mode and effects analysis) and shuma (system hazard and user misuse analysis)were reviewed. The fmea score for user allergic symptoms is below the threshold of 100. The hazard identified in the shuma has been assessed a category 1 - broadly acceptable risk. The hhe (health hazard evaluation) for similar issues indicated that the occurrences of these complaints are relatively low and the hhe index is low. Subsequent information received from the affiliate stated that the hcw also experienced general malaise, eczema on the lips, itching sensation and rash on limb, stabbing pain on upper limb, dizziness, eye irritation and discomfort. The hcw was diagnosed with "airborne contact dermatitis." The hcw was treated with allegra and voalla cream. It was reported that the symptoms disappeared after the treatment with the voalla cream. The hcw stopped working in the endoscopy room and has not reported any further symptoms. The disopa solution is manufactured and sold exclusively in (B)(4). The disopa is similar to cidex opa solution sold in the united states. As indicated in the cidex opa IFU (instructions for use), exposure to cidex opa may elicit an allergic reaction. Possible allergic reactions have been reported in rare instances. In the majority of these instances, the hcws (health care workers) were not using the product in a well - ventilated room or were not wearing proper ppe (personal protective equipment.) It also appears that in some instances, the healthcare workers were not using the product in a manner consistent with the IFU. Exposure to ortho-phthalaldehyde vapors may be irritating to the respiratory tract and eyes. It may cause stinging sensation in the nose and throat, discharge, coughing, chest discomfort and tightness, difficulty with breathing, wheezing, tightening of throat, urticaria (hives), rash, loss of smell, tingling of mouth or lips, dry mouth or headache. Vapors may aggravate preexisting asthma or bronchitis. Symptoms are typically transient and disappear once the user is moved to a well-ventilated area. The cidex opa instructions for use states to use cidex opa solution in a well-ventilated area and in closed containers with tight-fitting lids. If adequate ventilation is not provided by the existing air conditioning system, use in local exhaust hoods, or in ductless fume hoods/portable ventilation devices which contain filter media that absorb ortho-phthalaldehyde from the air. The endoscopy room was described as having a ventilating fan and that the ventilation was "not too poor" and the only ppe (personal protective equipment) worn by the hcw (healthcare worker) is an apron. A CAPA (corrective and preventive action plan) was opened to investigate healthcare worker reports of human reaction symptoms while working with cidex opa solution. Through the investigation, it was determined that inadequate ventilation and/or possibly user related issues were contributing to the majority of these reported human reactions symptoms. Some potential causes of hcw reported symptoms include inadequate ventilation of the room, improper use of the solution and/or inadequate use of ppe (personal protective equipment).